Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used during the procedure. The doctor pulled back on device there was no stitch attached to tamper down the plug with. The entire device just immediately slipped out of the groin, blood everywhere. Additional information was received on 07feb2021. The procedure performed for the patient prior to use of the angio-seal was a cardiac angiogram. A 6fr sheath was used. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.